Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by the customer that IV piggyback was hung on an alaris pump as a secondary and it immediately started dripping in the chamber very fast. Paused pump and the med was still dripping fast in the secondary drip changer. Clamped the secondary line while troubleshooting. Verified proper tubing set up of both primary and secondary lines. Moved the entire setup to a different pump & channel, the issue continued. Changed the secondary tubing and the dripping was still too fast and continued when the pump was paused.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material: 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.